Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. On 03-aug-2025 the dexcom sensor was reading 59 mg/dl so the patient began eating sweet foods to increase their blood glucose (bg) levels. Patient began feeling dizzy and was vomiting. Patient went to the hospital where their bg levels were measured to be 711 mg/dl. Patient was treated with fluids and an insulin drip. The pod remained in place and the sensor was changed. The patient was released from the ER after 7 hours. Patient stated that their current levels are 132 mg/dl with a finger stick, but the sensor says 59 mg/dl. Patient needed a sensor calibration and the call was transferred to dexcom for assistance.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
In the case description, the user mentioned that the values on the dexcom and omnipod 5 apps did not match fingerstick values, resulting in hyperglycemia. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values (egvs) received by the pod from the sensor and the user's inputs. The automated algorithm increased automated insulin as egvs increased and decreased and stopped automated insulin as egvs decreased towards and below the user's target. Though no evidence of issues were observed with the system, it could not be determined based on the available logs if the paired sensor was correctly reading the user's blood glucose values. The exact cause of the reported event could not be determined.